Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: fault was found during pre-op test. No backlight when turned on. Screen shows (with flashlight) the normal screen on ventilation mode with audible and visual alarms. Unit was unable to enter service mode. Usb cannot be detected by the unit. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: fault was found during pre-op test. No backlight when turned on. Screen shows (with flashlight) the normal screen on ventilation mode with audible and visual alarms. Unit was unable to enter service mode. Usb cannot be detected by the unit. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. During pre operational checks the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective circuit board. After replacing the circuit board, the device was found to be functional and was released for use. If the ventilator will trigger the same tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore, the event is deemed as a reportable event.

Event description:
The following was reported to hamilton medical ag: fault was found during pre-op test. No backlight when turned on. Screen shows (with flashlight) the normal screen on ventilation mode with audible and visual alarms. Unit was unable to enter service mode. Usb cannot be detected by the unit. No patient involvement.